Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Additionally, the pump time and date settings were incorrect. The customer's blood glucose (bg) level was approximately 200 mg/dl. The customer successfully corrected the time and date settings on the pump. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.